Manufacturer narrative:
B.2 the exact date of death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during delivery, the impella went deep into the patient's ventricle and kinked. The physician repositioned the device and the patient went into pulseless electrical activity (pea) and required cardiopulmonary resuscitation. The impella was moved during compressions and the pump migrated out of the left ventricle. The physician decided to explant the device. Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of the positioning issue was most likely improper technique supporting the catheter while advancing the repo unit since the pump went deep at the time of advancement.